Manufacturer narrative:
Device technical analysis: visual inspection of the returned ipg sc-1160 sn (B)(6) revealed the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue. The ipg passed all the required tests and revealed no anomalies. Visual inspection of the returned lead sc-2317-50 sn (B)(6) revealed a nick about 15 centimeters from the proximal tip where two of the cables were sharply cut and exposed. No anomalies were identified on the lead aside from the cable damage, which is a result of typical explant procedure and is not considered a failure. Visual and x-ray inspection of the returned lead sc-2317-50 sn 5063366 revealed fractured cables at the click site where no cables were exposed. The impedance measurement test confirmed 9 fractured cables. Investigation conclusion: the investigation concluded that the reported event of patient undergoing an explant procedure to remove ipg and leads due to pain, discomfort and burning sensation at the pocket site, and no longer receiving adequate pain relief was confirmed. The lead got kinked after it exited the clik anchor resulting in the reported complaint. It appears that excessive mechanical tensile force was exerted onto the lead, resulting in the cable fractures. Therefore, the probable cause is cause traced to component failure.

Event description:
It was reported that the patient underwent an explant procedure to remove the ipg and leads due to pain, discomfort and a burning sensation at the pocket site and was no longer receiving adequate pain relief. Patient was stable post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5092440. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5063366.

Event description:
It was reported that the patient underwent an explant procedure to remove the ipg and leads due to pain, discomfort and a burning sensation at the pocket site and was no longer receiving adequate pain relief. Patient was stable post operatively.